Event description:
It was reported that the customer received a no delivery alarm while manually priming her insulin pump. At the time of reporting, her blood glucose was 120mg/dl. The customer was unable to troubleshoot at the time of reporting. The reservoir is being returned for analysis. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).